Event description:
The customer reported that while running an htlv I/ii assay on the summit sample handler, no sample was added to row a of the microplate and no error was generated. A field service engineer was dispatched and was unable to duplicate the event. All twelve tip clamps were replaced on the instrument. No death or serious injury was associated with this event.